Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with a high sensing integrity counter (sic). The oversensing was viewed on electrograms and was able to be reproduced with isometrics. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.